Event description:
The implantable neurostimulator (ins) was very warm through the patient's skin. The ins was causing the patient discomfort. Impedances were reported to be okay. The ins was replaced with a smaller ins at a different location. It was noted that upon removal the ins was hot to the touch although the ins was off prior to the replacement. There was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
The implantable neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.